Event description:
It was reported the camera head had an occasional black screen and scope communication errors e216 and e226. The issue was found during preparation/prior to sedation of an unspecified procedure. The procedure was completed using a similar device and there was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h6 (added medical device problem and component code), h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: error codes 216 and 226 occurred. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation of occasional black screen was not confirmed. A probable root cause of the reported issues could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an occasional black screen. The issue was found during cleaning and disinfection. There was no patient involvement.